Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04509, 2134265-2016-04510. It was reported that shaft break occurred. The target lesion was located in the calcified right coronary artery. The lesion was wired and predilated in a normal fashion. A 4.00 x 38mm promus premier(tm) stent was selected to treat the lesion. Multiple attempts were made to cross the device however; the shaft fatigued and broke. The device was removed without issue. A 4.00 x 24mm promus premier(tm) stent was advanced but failed to cross the lesion. A 4.0 x 20mm promus stent was then selected and successfully deployed at the lesion. Additional lesions that needs to be treated were also noted and so, a 145, 5-in-6 guidezilla(tm) guide extension catheter was advanced onto the guiding catheter. A 4.00 x 12mm promus premier(tm) stent was then selected however; angiography revealed that the stent encountered resistance upon entering the guidezilla at the proximal taper of the catheter. After multiple attempts, the stent dislodged and the balloon moved forward. The entire delivery system was removed and it was noted that the there was some damaged at the proximal edge of the guidezilla. At this point, the physicians replaced it with a new 145, 5-in-6 guidezilla(tm) guide extension catheter and another 4.00 x 12mm promus premier(tm) stent was attempted to be delivered. However, the same issue occurred as resistance was encountered at the proximal entrance point of the guidezilla and the stent stripped. The promus premier stent was removed and a 4.0 x 12 and 4.0 x 15 non-bsc stents were successfully delivered through the same guidezilla catheter into the mid and proximal rca respectively. The procedure was completed. No patient complications were reported and the patient's status was fine.